Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive act buttons due to corroded keypad traces. No button error alarms noted. No unexpected audio / beep alarms were noted. The insulin pump was received with cracked case at display window corners, cracked reservoir tube, cracked battery tube threads, minor scratches on display window, broken reservoir tube lip and belt clip slot.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 188 mg/dl. The customer stated that after changing battery the insulin pump alarm button erro. The customer was advised that the insulin will need to be replaced on the insulin pump. The customer was advised to discontinue use of the inulin pump and revert to a back up plan per healthcare provider instructions. The customer stated that he does not have a back up plan. The customer is going to contact his doctor to get syringes, the customer was advised that we will send replacement of insulin pump and return is current insulin pump.